Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation with a unknown size unknown saline implants and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. The patient is scheduled for replacement surgery with mentor saline device on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the complaint device is a non mentor product. It was noticed that the product explanted for this patient (s.w.) Was a non-mentor device (mcghan), this is confirmed per patient name in the paperwork received of the photos. Corresponding fields have been updated on this form accordingly. Manufacturer¿s reference number: (B)(4).